Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, it is likely the biopsy channel port was shaved occurred due to the endo therapy accessories or metal part of cleaning brush touched the biopsy channel port when the user inserted/withdrew those products. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the image guide bundle having significant breakages. In addition to the forceps channel port being dirty/shaved and the light guide lens being dirty, the evaluation findings are as follows: due to cut on bending section cover water tightness is lost, due to deformation of eyepiece water tightness was lost, due to deformation of venting connector of light guide connector water tightness was lost, due to wear of the angle wire, bending angle in the "up" direction does not meet standard value, the connecting tube has a wrinkle, the control unit had a scratch, the scope cover has a scratch, the upward/downward plate had a scratch, the angulation lever had a scratch, the universal cord was discolored, the universal cord was scratched, the connecting tube had a dent, the suction cylinder had corrosion, the light guide bundle had a breakage, the bending section cover was discolored, the grip was scratched and there was evidence of a third party repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchofiberscope had a fiber broken in the image. The issue was found during a reprocessing, there were no reports of patient harm. During evaluation, it was found that the forceps channel port was shaved and dirty. Additionally, the light guide lens had dirt deposits. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.